Event description:
A hospital in (B)(6) reported via our distributor that an rt240 adult dual heated breathing circuit did not pass the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare, and was visually inspected. Results: visual inspection revealed a hole in the evaqua (expiratory) limb of the breathing circuit. The hole was found 1cm from the patient end connector. A lot check revealed no other complaints of this nature for lot 130515. Conclusion: based on the visual inspection, the evaqua limb appears to have been punctured with a blunt object. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing is performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuit was damaged after being released for distribution. The hospital correctly followed our user instructions and identified the fault during a leak test before use on a patient. (B)(4). The user instructions supplied with the rt240 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.